Event description:
The pump was returned for investigation. Investigation revealed contamination under the keypad button contacts. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the bolus button and the up arrow keypad button are intermittently responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the keypad button issue, evaluation revealed a cracked battery compartment and a dim display, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).